Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell automation system. The cse determined that the decapper was not sufficiently removing caps from tubes, causing the decapper to jam and tip over tubes and pucks. The cse replaced the contact block and regulator, tube and cap grippers and verified the alignments. The decapper was monitored during operation and is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that the decapper attached to the advia labcell automation system dropped a sample tube. The tube contents spilled on the track. Operators wore personal protective equipment and were not exposed to biohazardous material due to the dropped tube. Other samples were not impacted. A duplicate sample was not available and a sample redraw was required, creating a delay in reporting of potassium and creatinine results. There are no known reports of operator and patient interventions or adverse health consequences due to the dropped tube.